Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm tenaculum forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during da vinci-assisted myomectomy surgical procedure, the 8mm tenaculum forceps instrument was found to have broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no noted damage. Dissecting was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. No cables were visibly protruding from the distal end of the instrument. No fragment fell inside of the patient¿s anatomy.